Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were was a 10 minute delay as a result of this event. It was also reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Updated returned to manufacturer date investigation results indicate that the blade was under excessive force and came into contact with metal while cutting which contributed to the breaking of the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were was a 10 minute delay as a result of this event. It was also reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.